Event description:
It was reported the doctor was impacting femoral component onto femur and part of the black plastic came of into the knee.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned gii impactor showed a fracture at the acetal center alignment nodule that comes into contact with the femoral component. This fracture appears to have been caused by an impact overload mechanism. The fracture of the impactor was likely due to the impact forces applied to the instrument during seating of the femoral component. No destructive analysis was performed. It is unknown if the fracture initiated in a previous surgery. This device was manufactured in 2014 showing signs of use/wear. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.